Event description:
Report received from the USA stating that the device "did not work." It was unknown to the reporter whether or not the device was used in surgery. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and during functional testing the device was observed to fail vibration testing (exceeded limits). Evidence suggests this was due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).